Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the fluid under the liquid crystal display. Customer stated that insulin pump had cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.